Event description:
N/a.

Manufacturer narrative:
We are unable to fully investigate this event as no product code, lot number was provided. Product not returned.

Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical¿s mesh product. Plaintiff allegedly experienced incarcerated mesh, balled mesh, serosal injuries, enterotomy, bowel resection, recurrence, component separation, adhesions and wound vac. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/ client and/ or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.